Manufacturer narrative:
E1: initial reporter address: (B)(6), g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least three (3)] of clearlink system non-dehp secondary medication sets leaked at the air intake clip. Chemotherapy leaked from the pole to the floor. Saline leaks were first detected by the nurse. After chemotherapy infusion was started, liquid leaked through the air gap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.